Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Evaluation was unable to confirm the alleged issue-the returned meter passed testing on (B)(6) 2011 with no faults found. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. The patient denied taking any diabetes medications, but continued to follow her usual diabetes management routine despite the alleged issue. It is not known if the patient developed any symptoms. At 4pm, the following day, the patient stated she went to the emergency room (ER) for assistance. At the time of the ER, the patient indicated she was tested by the ER/hospital meter with a result of "249 mg/dl" and was then administered 10 units of insulin (type unknown). At an unknown time later, the patient stated she was tested again by the ER/hospital meter with a result of "105 mg/dl." At the time of troubleshooting, the cca noted the correct test strips were not used, the patient was not a first time user of the subject meter, the meter was not misused, and the meter did not require new battery replacements. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.